Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received an unexpected restart alarm on the insulin pump after inserting a new battery. Alarm history was checked and unexpected restart and external ram error alarms were found. Device passed the self test. Battery was not removed for a long time and the insulin pump was not stored or not in use for an extended period of time. Blood glucose value is 178 mg/dl. Nothing further reported.